Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced elevated blood glucose readings in the 200¿230 mg/dl range for several hours while using an fsl3+ cgm, with confirmation by fingerstick and eventual improvement after an infusion set and tubing change; the user was new to the pump and had been announcing meals, and no symptoms were reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no specific findings, with insufficient information regarding a device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.